Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
After crossing a50mm chronic total occlusion (cto) of the right anterior tibial artery (at), via the right groin, the physician went down with sx-c device. The physician made three passes at the ostium of the at (diffuse disease) successfully, but when he tried to pass the device more distal into the cto portion of the artery, the device tip would not pass. After several attempts to pass the device while in the off position, the physician took the device out of the patient. Upon the next angio a small perforation appeared where he was trying to pass the device through the cto. The physician then went down with a 2.5x210 balloon and did a 3 min inflation. Upon the following angio it was noticed that the perforation had sealed. The physician again attempted to cross the prior cto with the turbohawk, but was still unable to pass. He finished the treatment of the vessel with the pta balloon.